Event description:
(Related symptoms if any separated by commas). Blood sugars were 30 and ketones were 5 as she had a week without her insulin [diabetic ketoacidosis]. Plunger was not going down and defective [device malfunction]. Inaccurate dosage by pen [incorrect dose administered by device]. Case description: this serious spontaneous case from the (B)(6) was reported by a consumer as "blood sugars were 30 and ketones were 5 as she had a week without her insulin(diabetic ketoacidosis )" with an unspecified onset date, "plunger was not going down and defective(device component malfunction)" with an unspecified onset date, "inaccurate dosage by pen(incorrect dose administered by device)" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", novopen 4 (insulin delivery device) from unknown start date for "device therapy", novorapid (insulin aspart) from unknown start date for "drug use for unknown indication" (dose and frequency unknown). Patient's height, weight and body mass index (bmi) was not reported. Medical history was not provided. On an unknown date, the patient had 5 novopen-5's and 3 novopen-4's and reported they were not doing anything as the plunger wasn't going down and defective and inaccurate dosage administered by pen. On an unknown date, the patient had been in hospital as her ketones were 5 and the blood sugars were 30 as she had a week without her insulin. It was also reported as patient was unconscious and aggressive, but she couldn't remember this. Batch numbers were requested. Action taken to novopen 5 and novopen 4 was not reported. Action taken to novorapid was not reported. The outcome for the event "blood sugars were 30 and ketones were 5 as she had a week without her insulin(diabetic ketoacidosis )" was not reported. The outcome for the event "plunger was not going down and defective(device component malfunction)" was not reported. The outcome for the event "inaccurate dosage by pen (incorrect dose administered by device)" was not reported.

Event description:
Case description: batch numbers of novopen 5 and novopen 4 were requested. Action taken to novopen 5 was not reported. Action taken to novopen 4 was not reported. Action taken to novorapid was not reported. Investigation results: novopen 5, batch number unknown. No investigation was possible, because neither sample nor batch number was available. Novopen 4, batch number unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information: investigation results updated. Manufacturer comment updated narrative updated accordingly. Manufacturer comment: 18-feb-2020: as the device (novopen 5 and novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event. H3 continued: evaluation summary novopen 4, batch number unknown no investigation was possible, because neither sample nor batch number was available.